Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: underwent ¿removal of implants due to fear of alcl, to reduce risk of alcl and due to symptoms consistent with alcl and fear of alcl: mental anguish and fear of alcl, evaluation for alcl, increased risk of alcl,¿ ¿suffers from serious emotional distress including anguish, fright, horror, nervousness, grief, anxiety, and worry of bia-alcl,¿ ¿tissue damage,¿ ¿pain,¿ ¿swelling¿ and ¿contracture,¿ baker grade unknown.

Event description:
Patient representative reported patient underwent ¿removal of implants due to fear of alcl, to reduce risk of alcl and due to symptoms consistent with alcl and fear of alcl: mental anguish and fear of alcl, evaluation for alcl, increased risk of alcl,¿ ¿suffers from serious emotional distress including anguish, fright, horror, nervousness, grief, anxiety, and worry of bia-alcl,¿ ¿tissue damage,¿ ¿pain,¿ ¿swelling¿ and ¿contracture,¿ baker grade unknown. Patient representative also reported patient ¿suffered personal injuries and related damages,¿ ¿disfigurement,¿ ¿aggravation of underlying conditions; and other physical and emotional manifestations that are severe and ongoing,¿ ¿significant weight gain, chronic gastrointestinal upset or reflux¿ and ¿depression;¿ these events are not related to the device. Device was explanted. This record is for an unknown side.